Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The ra lead was explanted.